Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer mentioned that the unit is still running with no issues. Technical support advised that the unit is not performing to specifications and should be removed from service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator mean airway pressure was set to 8 and trying to set the max alarm for 11, but the alarm is going off while on neonate mode during patient use. There was no patient harm reported with this event.